Event description:
Pt went into code status and was revived. Physician who was code captain indicated that a tube appeared to be disconnected from the pt's ventilator. When the tech disconnected the tube to check for proper function, the alarm sounded as it should have if malfunction occurred. Investigation is continuing.